Manufacturer narrative:
Age at time of event: early 60s. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred, the catheter tip became detached, and vessel dissection occurred during removal. An angiojet zelantedvt catheter was selected for a thrombolysis procedure of the popliteal stick bilaterally. First an 11 cm cordis 8 french sheath was placed on the right side with no difficulty. The guidewire was then inserted also with no difficulty. A diagnostic catheter was used to obtain a vena gram. The diagnostic catheter was removed. Then, the physician introduced the zelantedvt catheter in hopes to perform the power pulse feature from the popliteal to the vena cava. However, as they were advancing it through the sheath, the physician felt resistance and pushed the device harder. They then decided to retract it out of the body and it became very difficult to remove. So the device was pulled out hard. The tip of the device became detached from the catheter and it was only attached by a very small metal strand as if were unraveled. The complete device was able to be removed. However, when removing it, a piece of the inside of the vein came out with it or "vein stripping"/laceration per the doctor. The physician was not concerned about this and it did nothing to the blood flow. A 9 french sheath was then placed followed by a 6 french solent omni catheter to power pulse only. This catheter also had trouble advancing, but they were able to push through and complete the power pulse procedure with it. The physician felt the trouble with the catheters advancing was due to patient stenosis. On the left side, they were able to use another zelantedvt catheter that worked fine. The patient was draped overnight and thrombectomy was planned for the day after the event.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.:the device was returned. The pump, shaft, and tip were microscopically examined and it was observed that at the tip of the catheter the hypotube was broken away from the loop. It was also observed that there were numerous bends in the hypotube, the inner lumen/outer shaft was detached from the tip and was up 13cm from the tip. A functional test could not be done due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred, the catheter tip became detached, and vessel dissection occurred during removal. An angiojet zelantedvt catheter was selected for a thrombolysis procedure of the popliteal stick bilaterally. First an 11 cm cordis 8 french sheath was placed on the right side with no difficulty. The quidewire was then inserted also with no difficulty. A diagnostic catheter was used to obtain a vena gram. The diagnostic catheter was removed. Then, the physician introduced the zelantedvt catheter in hopes to perform the power pulse feature from the popliteal to the vena cava. However, as they were advancing it through the sheath, the physician felt resistance and pushed the device harder. They then decided to retract it out of the body and it became very difficult to remove. So the device was pulled out hard. The tip of the device became detached from the catheter and it was only attached by a very small metal strand as if were unraveled. The complete device was able to be removed. However, when removing it, a piece of the inside of the vein came out with it or "vein stripping"/laceration per the doctor. The physician was not concerned about this and it did nothing to the blood flow. A 9 french sheath was then placed followed by a 6 french solent omni catheter to power pulse only. This catheter also had trouble advancing, but they were able to push through and complete the power pulse procedure with it. The physician felt the trouble with the catheters advancing was due to patient stenosis. On the left side, they were able to use another zelantedvt catheter that worked fine. The patient was draped overnight and thrombectomy was planned for the day after the event.